Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery of the programmer would not hold a charge and the programmer would not power up. It was recommended that a replacement battery be ordered. The status of the programmer is unknown. There was no patient involvement.